Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Implants were placed in sites #5, #12, and #13 (class IV bone) on 5/1/97, during a highly complex procedure in which the remaining maxillary ridge was thin and there was a maximum of 8-10 mm of bone below the maxillary sinus. Bone augmentation was performed using freeze-dried bone and autogenous bone during which guided tissue regeneration was done using a non-resorbable membrane. The clinician reports that the implant failures were due to the fact that the maxillary ridge was thinner than anticipated, and he had to perform a sinus lift at the time of placement where he may have slightly perforated the sinus. The implants were removed on 5/10/97. The removal of the other two implants are covered under MFR report's #1222315-1997-00199 and 1222315-1997-00200.